Manufacturer narrative:
One random opened and used sensor was inspected and a continuity resistance test was performed. The sensor passed per specifications. A bicarbonate buffer test was performed and the sensor passed with accurate readings. However, the cannula was found bent. It could not be confirmed if the customer received the cannula in this condition as it was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the she was receiving calibration error and sensor errors. Customer reported that upon removal, she noticed that the sensor was bent. Blood glucose level at the time of the incident was over 400 mg/dl. The customer also reported that the sensor adhesive caused her skin to blister and itch. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.